Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two weeks post-operative of a laparoscopic hand assisted colon resection, the patient came in for check up and it was found that the left lateral side of the anastomosis was open. It was stated that the tissue was not ischemic but was open at staple line. An open surgery was performed and colostomy was given. The patient¿s hospitalization was extended. The surgical time was extended for 30 minutes or more and the incision was extended for more than 1 inch.